Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged. The lead was explanted and was replaced by a new one. Subsequently, the replacement lead was also dislodged. Another boston scientific lead was used to replace the second lead. The procedure was successful thereafter. The other lead was also explanted. No additional adverse patient effects were reported.